Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was rust around the wrap of the distal end during reprocessing of the cystonephrovideoscope. There was no patient injury reported. ¿